Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed transducer probe acoustic lens peeling could not definitively be determined, however, the issue was likely the result user handling/mishandling, such as physical stress (physical load) caused by dropping or hitting on a hard surface/object. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there were scratches on the transducer of the evis lucera ultrasound gastrovideoscope. The device was inspected before use. The intended procedure was completed and there was no patient impact. No patient harm was reported. The device was returned and evaluated, and there was a probe detachment. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The customer reported that the exact event date is unknown. The event date was either (B)(6) 2023 or (B)(6) 2023. The device was returned and evaluated, and the customers¿ allegation was confirmed. There were few additional findings. Water tightness was lost due to damage on the acoustic lens and due to a pinhole on the bending section cover. The bending angle in the upward direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire. The bending section cover had a scratch. The adhesive on the bending section cover was detached, scratched and had a chip. Switch 2 and switch 3 had a scratch. The displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable. The protector of the universal cord on the control section side, the image guide protector, the objective lens, and the connecting tube all had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.